Manufacturer narrative:
Act and down arrow buttons did not respond due to flattened button dome switches. However other buttons are normal pressing. Pump had cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump act and down arrow keypad buttons are not responsive. Customer also indicated that the needle is bent on the end of the tubing for the infusion set. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.